Manufacturer narrative:
It was reported that the foley balloon is "loosing water". Due to this, the catheter has to be replaced. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Balloon is loosing water inside of the patient".